Event description:
On (B)(4) 2012 a neurotherm employee rec'd a call from the facility reporting a pt was burned at grounding pad location. The doctor chose the pulse mode option on the generator. The enumerator had a high impedance of 600-900 phms. The doctor then tried to do the lesion mode at 80c on the generator. All impedances gave a warning signal of o/c (open circuit). The grounding pad was then removed from the pt, and a pencil head size burn was noticed. The grounding pad was placed on the upper thigh. The pt was describe as having a lot of hair. Per the instruction for use, f11-015, "avoid placement over scars, bony prominences, prosthesis, hair or ECG electrodes."

Manufacturer narrative:
Below note is confidential and propriety info: exempt from foia. Note: as a result of corrective action (B)(4) potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.